Event description:
Pt stated she is currently suffering from numerous silicone-related illnesses (ie autoimmune disorder, neurological problems, multiple organ calcifications, systemic problems, diagnosed with connective tissue disease. Pt stated her right breast is firmer. Mammogram revealed extensive calcifications and silicone outside capsule. Pt does not have explant date.